Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic endotracheal bronchoscopy (ebus) procedure with aspiration, the single use aspiration needle could not retract back after initial use. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Following field was update: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. According to the investigation the t-flange of the sheath was cracked, and the snap lock had become detached from the sheath due to this the needle could not be retracted and extended. The root cause could not be identified. According to the investigation the most probable cause of the complaint was linked to device but unable to trace to the more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause (e.g. Design, manufacturing, component). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.